Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 2000mcg/ml gablofen at 340.4mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the pump was replaced because it was 3 months away from end of life. It was noted in the last few months the patient's caretakers reported swelling at the pump pocket that seemed to gradually get bigger. When the pump pocket was opened it was noted that the hcp saw fluid. It was thought that the pump connector o ring may have been leaking. It was reported the patient should have had 35cc of fluid in the pump. After the explant the hcp withdrew the 35cc of fluid without issues. There was no reported loss of therapy. It was noted that the issue was resolved at the time of the report and the patient's status was "alive-no injury." No further complications were anticipated/reported

Manufacturer narrative:
Analysis of the pump found over infusion with an undetermined root cause. Analysis of the catheter identified tearing/circular coring in the cup of the sutureless connector (sc) consistent with the tip of the connector on the pump. Leaking was seen at the connector during pressure testing that met leak criteria per (B)(4) conclusion code (B)(4) no longer applies, and has been updated to code (B)(4) for the pump, and code (B)(4) for the catheter. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code (B)(4) because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.